Event description:
A report was received that the patient was experiencing a shocking feeling around her left side when the stimulation was on. Two contacts on the left lead were out with high impedances and x-rays revealed that the left lead was coming out of the ipg header. The patient underwent a lead revision, during which the physician explanted the left lead. It was discovered that the set screw had crushed one of the contacts prior to the revision procedure. The patient was implanted with a new lead and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.